Event description:
It was reported that a smiths medical pump over infused. Patient was to receive 2000ml / 12hrs (utilized ramp up / ramp down). Reservoir volume 2100ml. New bag was hooked up and new pump sent bag ran dry. No adverse patient effects were reported.